Manufacturer narrative:
Analysis of the lead, (B)(4), found no anomalies. Electrical testing of the lead determined continuity was completed and no electrical shorts were identified between the circuits. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977a160, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that patient is not feeling stimulation in the right place (right side). No environmental/ external or patient factors may have contributed to the issue. Patient reported only feeling stimulation on right side sometimes. Rep did several reprogramming visits done with different reps post op. Was able to get paresthesia in right area but patient would report not as strong as left side nor therapeutic. The issue was not resolved at the time of this report. Patient is getting a lead revision on (B)(6) 2011. One lead is not giving good coverage. Not sure which lead needs to be adjusted yet. Patient is alive with no injury. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that after post op (B)(6) 2018 the lead revision resolved the stimulation issues. This information has been confirmed with the physician/account. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(4) 2018 confirming that the lead replacement of the left lead was done on the day of the call. Additional information was received from the health care provider (hcp) via a manufacturer representative on (B)(4) 2018 reporting that the old left lead will be returned and a post-operation appointment was scheduled for (B)(4) 2018. No further complications were reported.